Event description:
Used bd veritor antigen test for covid and was reported as positive. Next day on (B)(6) 2020 repeat pcr was done and was noted to be negative. Patient is a pediatrician and for work clearance was advised to obtain repeat pcr test. Repeat pcr test on (B)(6) 2020 was also negative. Patient went for antibody testing on (B)(6) 2020 and antibodies for igg and igm were noted to be negative as well. Therefore, original bd veritor rapid antigen test was a false positive. FDA safety report ID# (B)(4).